Event description:
On 05-oct-2015 additional information was received from the patient and it was reported that the event occurred 9 years ago and she had no recollection of the drug, concentration, or dose in her pump at that time. She had no additional information to provide regarding the event.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported the pump was removed 10 days after the implant of 2006 due to staph infection. No further information was provided. If additional information is received, a follow-up report will be sent.